Manufacturer narrative:
Trackwise ID (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device not returned.

Event description:
The hospital reported that before the coronary artery bypass procedure, the doctor opened the package, and then checked the hst iii system (4.3mm) before they were ready to use it and found the surface broken. They used another one to complete the surgery for safety. There was no procedural delay. There was no harm to the patient.

Manufacturer narrative:
Trackwise#: (B)(4). The device was not returned to maquet cardiac surgery for investigation; however a photograph was provided by the account. A photographic evaluation was conducted. Signs of clinical use and slight evidence of blood was observed on the seal as well as on the deployed aortic cutter. The seal was observed to be deployed and outside the delivery device, with no visual defects observed. No cracks or delamination was observed on the seal due to the angle of the seal in the photograph. No visual defects were observed. Based on the non-return of the device as well as the photographic evaluation, the reported failure "break; seal" was not confirmed. The lot # 3000306830 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.